Event description:
The user facility reported that a portion of the coating was sheared off a guidewire during a procedure. The following information was provided by the user facility: the physician was manipulating the glidewire through a metal access needle during a cardiac cath procedure, but decided to withdraw the guidewire when it could not be advanced into the target vessel; upon removal from metal access needle, it was noted that a portion of the polyurethane coating had been sheared off of the guidewire; the detached coating material was determined to be 1" in length and was confirmed to be located in an aneurismal sack of the femoral artery; after assessing the situation with a colleague, the primary physician concluded that the detached material was in "a safe place" where it would become endothelialized and therefore, did not attempt retrieval; the cardiac cath procedure was then completed successfully; and there were no reported patient complications.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left un-retrieved in the patient's body. Results - based upon evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the return sample. Conclusions - based upon evaluation of user facility information & returned sample; based upon evaluation of undamaged sections of the return sample. Visual examination of the returned sample confirmed that a portion of the polyurethane coating had been damaged and sheared away partially exposing the core wire. The lack of lot number information prevented any meaningful review of complaint or manufacturing records. Although the cause cannot be definitively determined, the event description and appearance of the returned sample are consistent with damage to the polyurethane coating due to manipulation of the glidewire against a hard, sharp surface (such as the bevel of the access needle through which the guidewire was reportedly manipulated and then withdrawn). The potential that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating is addressed in the device labeling. Specific statements in the warnings / precautions section include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; and "when using a drug or a device concurrently with the guidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B) (4).